Event description:
A caller reported a malfunction on the pump, identified by the malfunction code 12. There was no impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurs and resumed insulin use after the call.